Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they hadn't used their device for about 6-9 months because the stimulation wasn't in the right place. Patient said they were going to have to do surgery again to move the device in their spine. Patient also mentioned their implant was located in their butt. Agent asked, patient confirmed they noticed the issue 6-9 months ago. Agent documented information given during the call. Patient needed a brain MRI. Agent reviewed MRI guidelines. Patient did not have equipment with and didn't know where it was since they hadn't used the device in 6-9 months. Agent reviewed to have MRI facility call for guidelines and to call back with equipment for help charging and entering MRI mode if needed.

Manufacturer narrative:
Continuation of d10: product ID: 39565-65, lot#serial#: (B)(6), implanted: on (B)(6) 2009, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot#: (B)(6), ubd: 13-nov-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.